Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. The leads were analyzed and subsequently tested out of specification. Further review of the manufacturer's database indicated the patient is deceased. Additional information obtained noted the patient died of acute respiratory failure and acute endocarditis. Information obtained from the clinic noted that the patient had sustained a fall three months prior to patient death and had bruising behind both ears. The device was checked and revealed normal device function. Additional information related to the circumstances of patient death was unknown.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary (B)(4): the lead was returned, analyzed and the outer insulation had metal ion oxidation. It was noted there was blood on the distal and proximal conductors (not obstructed). (B)(4). Concomitant product: (B)(4) implantable pulse generator (B)(6) 2011.